Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. Explained the two high bg rule. Instructed the customer to call back to the high-pressure test when the clamp arrives.